Manufacturer narrative:
Pump had blank display due to faulty interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm due to blank display. Pump had minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a blank display and failed battery test. The customer's blood glucose level was 393 mg/dl at the time of the incident. The customer treated with manual injections. The customer was assisted with troubleshooting and the display did return. The customer performed self-test and the pump passed. The insulin pump will be returned for analysis.